Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received three photos. During the visual examination it was observed that the weld line between the top and bottom body was very visible. This was evidence to support the reported defect. Although no quality issues were identified during the manufacturing process, the defect is likely related to the welding process during manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. See h.10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system had a white plastic burr inside the bottom of the q-syte. The following information was provided by the initial reporter, translated from chinese to english: "during operating, the nurse found that there was white plastic bur at the inner bottom of q-syte".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus" safety closed IV catheter system had a white plastic burr inside the bottom of the q-syte. The following information was provided by the initial reporter, translated from (B)(6) to english: "during operating, the nurse found that there was white plastic bur at the inner bottom of q-syte".